Event description:
The patient had the enterocutaneous fistula plug placed on (B)(6) 2010. On (B)(6) 2010, the patient notified the physician's nurse of his status. The patient reported that he was recovering from a gall bladder and kidney infections and that a recent CT scan showed desmoid tumor obstructing his ureters. On (B)(6) 2010, the patient reported that he had a recent hospital stay related to the bowel obstruction that was believed to be related to the desmoid tumor. On (B)(6) 2010, the physician's nurse reported that the patient had been to the ER with the enterocutaneous fistula plug blown out due to the bowel obstruction. The pressure build up in the gi system was so high that the efp gave way. Patient had a percutaneous drainage catheter placed and the bowel obstruction has resolved.

Manufacturer narrative:
Method: no device returned for examination. Device did not remodel as expected. Cook biotech believes that the failure of the plug to remodel as expected was due to the poor healing properties of the patient. In addition, the failure of the plug to remodel was not related to the event or the reason for intervention. The intervention was required due to the bowel obstruction which formed from the desmoid tumor after the plug was placed. The obstruction caused a build up of pressure in the gi system. The device giving way after the build up of pressure in the gi system was actually beneficial to the patient as it allowed the pressure to be relieved. If the plug had not given way, a more serious injury was likely to occur.